Event description:
From staff: in the last two days, we have discovered a total of 15 cardinal surgical packs that had foreign objects in some part of the pack. These packs were all deemed as contaminated. The type of packs are spine packs, lower extremity pack, craniotomy pack and arthroscopy pack. At times, we opened multiple of the same packs only to find that each of them was contaminated. Due to this, we stopped opening packs in hopes of finding one not contaminated and instead had spd [sterile processing department] sterile core just pick the single sterile items that would otherwise be in the pack. This delayed us significantly. Of particular note is that during setup for an emergent class a craniotomy this morning, we opened four packs that were deemed contaminated. Due to this case being time critical, we moved to picking individual sterile supply items for the case. Some of the items deemed contaminated were thrown out but some have been retained by the operating room. Manufacturer response for arthroscopy pack, (brand not provided) (per site reporter). Reps [redacted] and [redacted] have been made aware. On site [redacted] and [redacted]. Manufacturer response for neurological tray, cardinal health (per site reporter). Reps [redacted] and [redacted] have been made aware. On site [redacted] and [redacted]. Manufacturer response for neurological tray, cardinal health (per site reporter). Reps [redacted] and [redacted] have been made aware. On site [redacted] and [redacted].